Event description:
It was reported that during dft testing after device upgrade, an alert for high voltage lead issue was noted. The therapy was aborted due to low, out of range high voltage lead impedance. The svc coil was programmed off and the patient was successfully converted during dft testing. No lead anomalies were seen on x-ray. Patient condition was stable and will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.